Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor was intermittently resetting. Upon evaluation, the monitor was experiencing abnormal shutdowns. The cause of the resets and abnormal shutdowns is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card.